Manufacturer narrative:
Qn# (B)(4). The device (catalog#) is not sold in the us. Similar component sold in the us.

Event description:
The customer reports: doctor had difficulty removing the guidewire through the cvc. The guidewire appeared stretched.

Manufacturer narrative:
(B)(4). The customer returned a guide wire form evaluation. Visual examination confirmed that the guide wire was unraveled towards the proximal weld of the guide wire. Three kinks were also noted. Microscopic examination revealed that the proximal weld was detached from the core wire. The distal j-bend core wire was intact. Signs of use in the form of biological material were observed on the guide wire body. The three kinks were located approximately 181mm, 201mm, and 286mm from the distal tip. The outer diameter of the guide wire measured .800mm , which is within the specification limits of .788mm-.826mm per marked guide wire product drawing. A manual tug test confirmed that the distal weld was intact. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit warns the user "although the incidence of spring-wire guide failure is extremely low , practitioner should be aware of the potential for breakage if undue force is applied to the wire." The IFU also informs the user, "if resistance is encountered when attempting to remove spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel. In this circumstance, pulling back on the spring-wire guide may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The report that the guide wire was damaged was confirmed through complaint investigation of the returned sample. The guide wire showed signs of use and was unraveled towards the proximal end. Further analysis revealed the core wire was broken adjacent to the proximal weld. Three kinks were also noted along the guide wire body. The guide wire passed all relevant dimensional requirements, and a device history record review revealed no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds of force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: doctor had difficulty removing the guidewire through the cvc. The guidewire appeared stretched.